Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument was found to have a broken conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completed as planned with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive followed up and obtained additional information. The wire was not exposed due to damage insulation. The insulation was damaged and peeled. No fragment fell inside the patient's anatomy. Patient information was not provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. External and internal visual inspection, manual articulation of inputs, and electrical continuity could not be reproduced. Electrical continuity test passed. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.